Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device. The blade was returned with the inner as sembly removed from the outer assembly. There were traces of an orangish colored residue on the outside diameter of the inner hub and dirt-like particulates on the outside diameter of the outer hub. The proximal outside diameter of the outer hub (locking area) shall be 0.340 +0.003/-0.001 inches and the actual measurements were between 0.339 and 0.340 inches which were in specification. The inner assembly was re-inserted back into the outer assembly to perform functional testing. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece and oscillated at 5000 rpm with no excessive vibration or grinding noises. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op, when the doctor installed the blade into the handpiece for testing, he found that the blade had visibly sway. The doctor tried to reconnect the blade but useless. Finally, the doctor changed a new blade to perform the surgery. There was no patient involvement.